Event description:
A complaint was received from a customer that reported after replacing the batteries the meter is not showing all of the segments on the display. While on the phone a review of the system was conducted. It was learned that most of the "hundred" unit was missing and all of the "tens" unit is missing. A request was made to return the system for evaluation. In the meantime a replacement unit has been provided.